Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the hex feature is fracture and missing. Wear & tear is seen that indicates repeated use during a potential field age greater than 7 years. Optical images of the device fracture surface show circular river line artifacts suggesting a torsional overload mode of failure. The znn antegrade femoral connecting bolt (00-2490-008-01 / lot 66240771) that was returned with the connecting bolt inserter exhibits wear & tear that indicates repeated use during a potential field age greater than 7 years. Visual examination found no fracture damage. Dimensional measurements are conforming to print specifications. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the distal end of the inserter was fractured during a procedure. Subsequently, the fragment was unable to be removed from the end of the nail. After an hour delay, the surgery was completed with the inserter fragment still remaining in the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.